Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced pain at abutment site and subsequently was treated with a topical antibiotic (date and duration not reported). Following treatment it was found that the patient had experienced a loss of osseointegration. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.